Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 1 year and 4 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient stated that they had blurry vision in their right eye for the previous three days. The patient denied diplopia, ocular pain, or headache, and had no trouble with movement of their eye. However, they were unable to see clearly out of their right eye, and had visual acuity deficits in that they could not differentiate four fingers held up several inches from their eye. A head computerized tomography (CT) scan revealed 6 mm left front intraparenchymal hyperdensity, and was likely a hemorrhage. It was unclear whether it was acute or chronic, as there were no other scans available in the emergency room. It was reported that it is possible that the left frontal infarct is a septic embolus versus blood embolus. They possibly had an embolus three days prior when the blurry vision began and then experienced a hemorrhagic conversion. There were no neuro deficits on exam. Ophthalmology was consulted and it was unclear whether the visual acuity deficit was related to the cerebrovascular accident since their infarct was in the frontal lobe rather than occipital. The follow-up head CT with and without intravenous contrast revealed unchanged, 5 mm hyperdensity within the postcentral gyrus of the left parietal lobe favored to represent focal hemorrhagic insult no enhancing mass lesion.

Manufacturer narrative:
The pump was not explanted. A correlation between the device and the report of a suspected stroke and the subsequent patient outcome could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.